Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for failure was isolated to the monitor's case was damaged causing the battery pack to fit improperly. The root cause for the damaged monitor case was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor was unable to power on.